Event description:
It was reported that a patient had an acl procedure done on his left leg on (B)(6) 2013. He returned to the doctor with burn symptoms on his left calf.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from the description provided, it is unlikely that the device would cause this type of failure. It is a possibility that other arthroscopic devices used in the procedure or the fluid in the joint space contributed to the event, no further information has been provided regarding the technique or the devices used to determine a root cause for the event. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Awaiting return.